Event description:
It was reported that the lead's r-waves had been slowly going down over time. The physician noted that it seemed to be due to the patient's cardiac sarcoid rather than lead function. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.